Manufacturer narrative:
The device has not been returned for analysis as of the date of this report. If additional relevant information is received a supplemental report will be filed.

Event description:
It was reported that during a rotational atherectomy procedure, a stall occurred. The lesion being treated was located in the heavily calcified mid to proximal right coronary artery (rca). First, the physician used a 1.25 burr successfully, and then used a 1.75 burr successfully. He then upsized to the 2.0 burr, and the first pass was completed successfully. On the second pass, the advancer stalled and this caused the burr to become stuck in the proximal portion of the lesion. The physician tried to use the dynaglide function and tapping on the foot pedal, but it continued stalling intermittently and he was unable to withdraw the burr from the lesion. After 30-45 minutes of attempts, the physician then exchanged the advancer and was able to successfully withdraw the burr. The patient experienced no adverse symptoms during this event, and the procedure was successfully completed. Patient status was reported as 'no consequence'.